Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), there were no consistent thresholds and no sensing encountered despite attempting multiple implant positions. A new leadless ipg was opened and attempted, however the no capture and no sensing was observed. The leadless device was not implanted and the procedure was successfully completed using a transvenous ipg. No patient complications have been reported as a result of this event.